Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips on the large needle driver instrument were misaligned. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode; however, engineering found that one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment sticks out at the wrist. The other cable at the wrist were not damaged. Engineering evaluation also found that the distal pulley exhibited an indentation on the edge of the distal pulley and had some small scratches on the surface. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.